Event description:
The connector piece and housing is not staying together. Pt stated that she will hear the audible click. The pt has experienced an elevated blood glucose (500 mg/dl) because the housing and connector piece of the infusion set will not stay together. Once the pt is able to reconnect the infusion set she will bolus according to her elevated blood glucose level.